Event description:
Globus medical, inc. Received verbal notification from a sales rep, via telephone communication, that globus manufactured screws had broken after implantation. On (B) (6) 2010, it was reported a surgeon performed revision surgery on a (B) (6) female patient to remove two (2) broken 6.0mm protex screws 45mm at s1. The exact date of the original surgery is not known, however, it is believed it was plif surgery that may have occurred in 2007 at which time an interbody cage and bone cement may have been utilized along with 5.0mm protex screws at l3 - l5, and 6.0mm protex screws at s1. At the revision surgery, it was reported there was good fusion and 6.0mm protex screws 50mm and an interbody cage were implanted for added support.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned and control number was not provided, however, a review was conducted of all applicable material records, mfg records, storage records, and distribution records for all lots manufactured. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available info, it is determined the 6.0mm protex pedicle screw, 45mm design conforms to all applicable standards and there was no deviation in the manufacture process. There is no indication that the issue was a result of product defect or malfunction.